Manufacturer narrative:
Date of submission 11/07/2017 the pump has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation the battery compartment was found to be cracked alongside the pump. A leak test was performed and failed due to a leak at the battery compartment. The pump was opened and no evidence of moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was cracked/damaged. It was also reported that the patient experienced a blood glucose reading of 60 mg/ml without any symptoms or signs of hypoglycemia. The reporter denied that this was related to the cracked/damaged battery compartment and attributed the patient's blood glucose reading to miscalculating carbohydrate consumption and physical exertion from a dance class. This incident does not meet animas' definition of an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.